Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick monorail balloon would not inflate at the lesion site. It is noted that the device had been re-sterilized and that no manometer was used. No patient injuries were reported. A sf introducer sheath (type unknown) was also used in this case, but the type and size of guiewire and guide catheter used are unknown. It was reported that no manometer was used to control the pressure during the procedure. Patient status is reported as "stable".